Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system had a storage almost full message upon boot up. The representative deleted patients archives 30-40 out of 50 was insignificant. The representative was unable to delete any old software applications. There was no patient involvement.

Manufacturer narrative:
Additional troubleshooting was performed. Uninstalling and reinstalling the software did not free up any space. There was a patient on the system that would not delete regardless how many times you combine it with another patient and delete it. It would not go away. Deleting more patients gave a little bit more (5gb) space but not enough to make an impact. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736355, software version #: 2.0.3 product ID: 9736411, serial (B)(6), ubd: unknown, UDI#: unknown h3, h6: the system was serviced in the field by a medtronic representative. The ssd was replaced. Codes b01, c13, and d02 are applicable. Additional system service was performed. No failure was found. Codes b01, c19, and d14 are applicable. The returned ssd was analyzed. No failure was found. Codes b01, c19, and d14 are applicable. Software analysis was performed. It was found that there was low disk space. Codes b01, c10, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.